Event description:
Customer reportedly obtained a result of 8.0 inr on the coaguchek xs system while a professional device produced a result of 2.7 inr within 4 hours. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.